Event description:
It was reported by the user, that the hub of the needle was cracked and as a result, was not used.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.